Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 17-oct-2023. [Additional information]: on 17-oct-2023, modified information was received. Per the modified information, the severity of the vasospasm was updated from ¿mild¿ to ¿moderate.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-sep-2023. [Additional information]: on 25-sep-2023, an adverse event addendum form was received from the excellent clinical study team. Additional information was received. Per the information, the vasospasm lasted minutes. Intra-arterial (ia) administration of nicardipine was administered as intervention to resolve the vasospasm. Per the response documented on the form regarding the vasospasm resolved with sequalae, the symptoms was ¿none.¿ the end date of the vasospasm was the same day, on (B)(6) 2023. The location of the reported subarachnoid hemorrhage in relation to the location of the study device used was ¿subdivision mca.¿ there was no symptoms from the subarachnoid hemorrhage. The end date of the subarachnoid hemorrhage was (B)(6) 2023. Documented as ¿recovered / resolved.¿ per the updated case report form (crf), the lot number of the embotrap iii device is 23e097av. A review of the manufacturing documentation associated with this lot (23e097av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The patient date of birth was not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage and arterial spasm are known potential complications associated with both the use of the embovac and embotrap devices and are mentioned in the instructions for use (IFU) as such for both devices. There were no reported quality issues / malfunctions related to the embovac large bore catheter nor the embotrap, as both devices performed as intended. The principal investigator (pi) assessed the event of ¿subarachnoid hemorrhage¿ as possibly related to the embotrap study device and a having causal relationship to the primary surgical procedure. The principal investigator (pi) assessed the event of ¿vasospasm¿ as possibly related to the embotrap study device and possibly related to the primary surgical procedure. Since the severity of both events are unknown, and the correlating relationship of the devices to the events cannot be ruled out based on the limited information provided, the events of ¿subarachnoid hemorrhage¿ and ¿vasospasm¿ meet us FDA reporting under criteria 21 cfr 803, with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 84-year-old female patient with a history of coronary artery disease (cad), history of hemorrhagic stroke (date unknown), history of transient ischemic attack (date unknown), and hypertension presented with an unwitnessed non-wake up stroke on (B)(6) 2023. The last time the patient was seen well was documented as (B)(6) 2023 at 07:30 hour. The patient¿s symptoms were first observed on (B)(6) 2023 at 11:30 hour. The patient was presented to the treating hospital on (B)(6) 2023 at 12:01. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism has not been recorded in the case report form (crf). The patient¿s baseline nih stroke scale (nihss) and modified rankin scale (mrs) scores were not recorded in the crf. At the time of the complaint initiation, there is no information available retarding the patient¿s mechanical thrombectomy procedure. The information has not been documented in the crf. On (B)(6) 2023, the patient experienced a vasospasm. The principal investigator (pi) assessed this event as not serious, mild in severity, and possibly related to the embotrap study device, not related to the large bore catheter, and possibly related to the primary surgical procedure. This event required medicinal treatment. The outcome of this event was recorded as ¿recovered/resolved with sequelae¿, with no end date listed. On (B)(6) 2023, the patient also experienced a subarachnoid hemorrhage (sah). The pi assessed this event as not serious, moderate in severity, and possibly related to the embotrap study device, not related to the large bore catheter, and a causal relationship to the primary surgical procedure. The sah required medical intervention / treatment. However, information related to the intervention / treatment has not been reported / documented in the crf. The outcome of this event was recorded as ¿recovered/resolved.¿ on (B)(6) 2023, via email from excellent study clinical team: the procedure was on (B)(6) 2023. A 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was used. Two (2) passes were made via a velocity® delivery microcatheter (penumbra), red 68 reperfusion catheter (penumbra) were used. The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The pass sequences were as follows: the first pass was made targeted an occlusion in the right m1 segment of the middle cerebral artery (mca) with 6-minute incubation time resulted in an mtici score of 2b. The second pass was made targeted the same occlusion in the right m1 segment of the mca with 1 minute incubation resulted in an mtici of 2b. The third and fourth pass were made via a trevo 4mm x 28mm stent retriever (stryker) via the velocity® delivery microcatheter (penumbra), red 68 reperfusion catheter (penumbra) on the third pass and velocity® delivery microcatheter (penumbra) resulted in an mtici of 2b. The fourth pass was via the velocity and max catheter on the fourth pass resulted in an mtici of 2c. The vasospasm was treated with medication. There was no intervention for the subarachnoid hemorrhage. Modified information was received on 21-sep-2023. Summary: the outcome of adverse event subarachnoid hemorrhage was updated from ¿recovered / resolved¿ to ¿recovering / resolving.¿